Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a sudden onset of tremor in their right arm following a static shock from their shirt after charging while the implantable neurostimulator (ins) was on. In addition, it was noted that a left lead fracture was visible when examining the x-ray. No patient falls were reported. Additional information was received indicating the cause of the lead fracture was unknown and they were due to have revision surgery.